Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was documented via an impact study that a patient was implanted with an impella 5.5 and experienced respiratory insufficiency and delirium. Both conditions were believed to have a possible relationship to the impella 5.5 procedure. The delirium was treated with haloperidol. The respiratory insufficiency was believed to have stemmed from a pleural effusion that developed following removal of the drainage. The pump was successfully weaned and no harm was reported as the patients outcome.